Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that drug was expelled past the bd plastipak¿ luer-lok¿ syringe plunger during use, as the plunger stopper was "not tight enough". The following information was provided by the initial reporter: "some syringes in some packs are defective. Bby vertically drug aspiration, the drug is expelled from the plunger of the syringe. The syringe plunger (rubber) is not tight enough. The syringe had to be replaced."